Event description:
A beckman coulter inc. (Bec) personnel reported that there was a probe clenz leak and differential (diff) backgrounds were voting out on the coulter maxm with autoloader. The customer was wearing gloves, a lab coat, and goggles at the time the leak was observed and no mucous membranes or open wounds were affected by leak. No erroneous results were reported or generated due to leak. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
An internal bec field service engineer (fse) was onsite on (B)(4) 2012 for this event and found that the leak was coming from the middle and rear of the blood sample valve (bsv) assembly during the last steps in start up cycle. The fse indicated that the bsv assembly should be replaced, but customer representative did not want the extra cost and stated that they only run startup and shutdown cycles on this instrument. The root cause for the leak was from the blood sample valve (bsv). Per labeling (coulter maxm analyzer / coulter maxm analyzer with autoloader operator's guide, pn 4235935j), coulter corporation urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).